Event description:
Respiratory therapist was starting respiratory treatment when the patient moved neck abruptly and the trach adaptor part that connects to the ventilator broke off. Trach change was complete and sequestered broken trach.